Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out for normal eri, intermittent noise was observed. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced during the procedure on (B)(6) 2015.